Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an "h/s module color chip failure" error message. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure, and there were no adverse consequences to a patient as a result of this event.